Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, " no video image" involving pentax model ec34-i10l/serial (B)(4). The event was reported to have occurred during reprocessing. No further information was provided at the time of the report. Pentax made 3 good faith effort attempts to confirm initial details and collect additional information from the facility. Additional information was received from the facility stating the event occurred at the start of the procedure when the device was in the patient. The device was removed, and a new device was used to proceed with the procedure. The facility contact also stated no medical intervention was required and no adverse events occurred to the patient. The device was returned to pentax medical for evaluation. Pentax service inspectional findings included: fluid invasion to insertion tube, fluid invasion in segment section, fluid invasion in control body, insertion tube buckles at end of root brace, control body grip scratched, pve electrical pin corroded, image blackout, failed dry leak test, suction tube resistance, endoscope failed electrical safety test - plct, failed wet leak test, leak at biopsy channel (large/ primary) inlet side, bending rubber severe discoloration, fluid invasion in pve connector, operation channel- primary slice by accessory, pve connector housing scratched, suction function not performed unit compromised, umbilical cable single has severe scratch, fluid invasion in umbilical light guide cable, fluid damage to light carrying bundle, operation channel- primary, kinked at end of insertion root, pve electrical connector frame mild corrosion, control body mild corrosion inside. Repairs are being performed on the device which will include replacement of the following components: rl pulley assy, ud pulley assy, o-rings and seals, segment staycoil assy pb-free, staycoil collar, insertion flexible tube, distal end assy with tubes, distal attaching plate, segment assy attaching screw, adjusting collar, light guide fiber bundle (lcb), pcb for ccd drive pb-free, electrical connector assy, bending rubber, shield pipe for ccd, signal wire for ccd pr-free, conductive plate, switch w/button retaining nut2, switch w/button retaining nut3, switch w/button retaining nut4, remote control button(1), suction channel lg.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. Pentax model ec34-i10l is classified as import for export, therefore 510k is not applicable. Pentax same model ec34-i10l-us is distributed in the USA with 510k k131855.